Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown spots were embedded in the bd luer-lok¿ syringe. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that brown spots were embedded in the bd luer-lok¿ syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one photo and two loose 3ml assembled syringes were received and reported to be from batch #7239945 (p/n 301073). The samples were visually evaluated. The syringes were found to have light brown embedded foreign matter throughout the barrel wall. The fm appears to be degraded plastic larger than level three in size. The foreign matter observed is rejectable per product specification. Potential root cause for the embedded foreign matter is associated with the molding process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.